Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. User unlocked pump screen and a bolus of 25 units was requested at 7:18 am on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Pump logs confirm that the screen was unlocked before 25 units bolus was requested and delivered. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 330 mg/dl. Reportedly, when the customer attempted to deliver a bolus, the customer observed having 25 units of insulin on boards (iob- active insulin in the body). The customer alleged that the pump delivered an unintended bolus of 25 units., which decreased the customer's bg level to 60 mg/dl. To treat the low bg level, the customer consumed a candy bar. Review of the pump data logs by tandem technical support showed that the pump screen had been unlocked by the user prior to requesting the bolus, and then show that a bolus had been delivered at that time; however, the customer denied entering the bolus of 25 units.